Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer found the display screen was pitch-dark.there was no patient involvement.

Manufacturer narrative:
Date of report: 13sep2018. Date received by manufacturer: 07jun2018. (B)(4). Philip's service technician confirmed the reported dim display issue. The technician replaced the user interface assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.